Event description:
It was reported that the patient was evaluated for continuous low flow alarms. Log files captured the flow dropping to 0 liters per minute (lpm) on (B)(6) 2023. The flow recovered by the end of the log file to 1.6 lpm. The patient's mean arterial pressure (map) was 65. An echocardiogram (echo) was performed and was deemed "okay". All possibilities for the cause were ruled out and the patient's system controller was exchanged. After controller exchange, the low flows resolved and no further low flows were reported. The patient was discharged home in stable condition. It was additionally reported that the patient had been experiencing lightheadedness after discharge. It was recommended that the patient stop taking bumex (bumetanide) for a few days to see if that will help. The patient's labs were fine, and their blood pressure was 84 mmhg. Follow up log files captured a low flow alarm on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was later reported that lightheadedness resolved by holding bumex. There had been no additional low flow alarms, and the patient was doing well. The cause of the low flow alarms was thought to be dehydration and better blood pressure control.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow hazard alarms. According to the account, the reported low flow hazard alarms were thought to be related to hypovolemia and the need for better blood pressure control. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of hypovolemia and need for better blood pressure control could not be conclusively established through this evaluation. The controller event log files contained events from (B)(6) 2023. A low flow hazard alarm was captured on (B)(6) 2023 and was associated with estimated flow briefly dropping to 0 liters per minute (lpm). Estimated flow recovered shortly after this; however, the alarm persisted as flow values remained below 2.5 lpm until the driveline was disconnected approximately 3-hours later, consistent with the reported system controller exchange. An additional, transient low flow hazard alarm was captured on (B)(6) 2023 which was associated with the estimated flow briefly dropping to as low as 1.9 lpm. No additional low flow hazard alarms were captured following the system controller exchange. No other notable pump events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. The IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6, "patient care and management", lists hypovolemia as a potential late postimplant complication. The IFU also addresses all pump parameters, including pump flow. The IFU also addresses all pump parameters, including pump flow, and describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This document notes that changes in patient condition can result in low flow. The IFU also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Additionally, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.